Event description:
It was reported that the insulin pump alarmed weak battery, button error and battery out limit. Customer's blood glucose was 503mg/dl. Customer treated with manual injection. Troubleshooting was done. Customer stated that the battery was out of the insulin pump greater than duration allowed by the insulin pump. Customer stated that she was out of the country and decided to continue using the insulin pump due to it started working again. However, customer stated the insulin pump alarmed button error again. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test, weak battery or battery out limit alarms noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.